Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported the antibiotic treatment for peritonitis was discontinued after 14 days. On an unknown date, the patient recovered from peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was reported that "the patient was taken to the hospital"; however, it was not reported if the patient was admitted for peritonitis. The day after the peritonitis diagnosis, the patient was treated with vancomycin injection (1g, every 5th day, intraperitoneal, ongoing) and ceftazidime injection (1g, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. It was reported retraining on the proper aseptic technique for the patient was pending. No additional information is available.